Manufacturer narrative:
(B)(4)

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The cause of the peritonitis was reported to be due to a cap coming loose. Therapy was discontinued and the patient was transferred to hemodialysis. The peritonitis was manifested by abdominal pain. The patient was treated with unspecified antibiotics and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.